Manufacturer narrative:
Event took place in germany and has been reported through german distribution subsidiary (B)(4). As the risk of shearing-off a catheter is commonly known and referred to in the instructions for use and as this risk is assessed in the risk management file as well as in the clinical data evaluated this file is considered as closed.

Event description:
Irn# (B)(6). Initial reporter´s narrative: catheter sheared off.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(6) distribution subsidiary pajunk medical produkte gmbh. Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
Irn#: (B)(4). Initial reporter´s narrative: catheter sheared off.